Manufacturer narrative:
Evaluation summary: four devices were received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The gel was intact with no voids on all of the devices. The gel was in the correct location. No bare foil was noted. The cool tip had no visual defects. The reported condition was not confirmed. The investigation found the gel has maintained its position on the foil. The pad has electrical continuity as measured to the standard. The instructions for use (IFU) states, select a muscular, well vascularized, convex area in close proximity to the surgical site for grounding pad application. Avoid scar tissue, bony prominences, excessive adipose tissue, and areas where fluid might pool. Position the pads an equal distance from the treatment area. Ensure that the grounding pads do not touch each other. Apply the pads by laying one edge on the skin and smoothly pressing across the pad until it is fully in contact with the skin. Apply finger pressure on the adhesive borders and massage the entire pad area to ensure proper contact. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the patient received a 2nd degree burn where the return electrode was placed on the lower limbs. A dressing team was activated. The site communicated that the burn has progressed to 3rd degree.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer communicated that the patient burn has progressed to 3rd degree.

Manufacturer narrative:
The product was not returned for evaluation. Pictures were provided, but only of the patient and not of the device. A lot number was not provided. Without a product return, a defect with the device could not be confirmed. The investigation could not determine the root cause of the customer's report. No trend has been identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the patient received a 3rd degree burn where the return electrode was placed on the lower limbs. A dressing team was activated.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the patient received a 2nd degree burn where the return electrode was placed on the lower limbs. A dressing team was activated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.